Event description:
This patient with history of congestive heart failure and atrial cardiomyopathy had a biventricular aicd implanted in 2012. The device has shown frequent alerts related to ICD malfunction and ICD lead appeared to have fractured. The patient was then admitted and underwent laser lead extraction and replacement of aicd and aicd lead.notes from the op report: laser lead extraction of aicd lead: existing aicd lead is a medtronic model 6947 65 cm. Initially a 65 cm stylet was placed and attempts were made to retract the outer screw, which could not be retracted. The lead does appear adherent into the myocardium and svc. Therefore, it was decided to perform laser lead extraction. An ez locking stylet was placed within the body of the lead. A 2.0 silk was placed over the insulation. A 14 french laser sheath was used. Using traction and counter-traction maneuvers, the lead was removed intact from the body.the aicd was removed and replaced, and there were no complications.